Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was diagnosed with lupus and needed steroids to manage it, which caused her blood glucose to increase. Customer's blood glucose was 400 mg/dl. Device had alarmed no delivery alarm. Customer resolved the alarm by unwinding the hose. Customer declined troubleshooting. Customer will not be returning the device for analysis.